Event description:
Additional information was received, indicating that the patient's problem was cystoid macular edema observed approximately three weeks postoperative. A sub tenon injection was performed. The event resolved two weeks later. The patient did not have endophthalmitis as initially reported.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested but not received. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The indicated handpiece is not qualified for the lens/cartridge combination used.

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient developed endophthalmitis. Additional information has been requested.